Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported exchange from textured to smooth due to concern with the product. Later healthcare professional reported rupture diagnosed via MRI. This record is for the right side. The device was explanted.